Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. However, the customer troubleshoots the unit and found, ventilator giving intermediately xdcr fault alarm. He cleaned the exp valve body, flow sensor and diaphragm but problem was not solved. The tubing, power supply and internal battery voltages are all intact. The unit passed transducer test and other tests done. The customer determined that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is giving an intermittent transducer (xdcr) fault . The customer confirmed that there was no patient involvement associated with the reported event.